Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm maverick2 balloon. The 3.00x16mm liberte monorail coronary stent delivery system (sds) was then advanced to the lesion and the shaft of the device broke due to the patient's tortuous anatomy. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
.